Event description:
Received notice of complaint concerning above product. Spoke with reuse technician who reports two events in which a leak occurred at the (post) pump segment to adapter connection. The lines were on the 4th and 5th use and had been used without incident prior to this event. Both leaks occurred late in the pt treatment (at about the 3rd hr). The lines were changed and the treatment completed without further incident. The pts were reported to be stable and did not require any medical intervention. Rt reports that there may have been a >20cc blood loss. Don not available at this time to confirm this info. Left message for don to return call. Both lines are available at this time to confirm this info. Left message for don to return call. Both lines are available for eval. A response letter and mailer have been sent to the facility. 2/11-spoke with director of nursing. Reports that one event occurred just after the initiation. Reports that the blood loss in each of the events was approximately 30cc. Both pts were stable and did not require any medical intervention. Reference pir#9900293. A medwatch form has been filed based on blood loss only.